Event description:
Healthcare professional (hcp) reported patient was injected ¿into the glabellar to treat forehead lines¿ with 1ml of juvéderm® ultra xc. Next day, patient experienced, ¿vascular occlusion.¿ three days later, the patient was treated with 1ml of hylenex® and was prescribed aspirin and topical nitro. Symptoms status are unknown.

Manufacturer narrative:
The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.